Manufacturer narrative:
The reported event that locking screws,cross-pin,self-t, 2.3x13mm was alleged of issue no locking effect could not be confirmed, since the returned device is found to be fully functional. The device was received for inspection and was found to be in perfect condition. Functional check of the screw was done and the locking effect of the screw was confirmed to be working as intended. Thus, based on the investigation the root cause could be attributed to a user related issue. Some of the possible causes are: improper contouring/bending of the plate or angle of screw insertion over 10° from axis. The device history record could not be reviewed because the lot code of the affected device was not communicated. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was unlocked the locking screw(#53-23013s) on plate(#57-15340s). Other non-locking screw was used and continuing the surgical procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was unlocked the locking screw((B)(4)) on plate((B)(4)). Other non-locking screw was used and continuing the surgical procedure.